Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the tube could move with respect to the bowl feature. The weld that joined the tube and bowl was cracked around the circumference. The bowl and the shaft were completely separated. The orientation of the tube relative to the bowl is critical to the function of the cannula, therefore, the cannula could not be used. The evidence was inconclusive, but the issue was likely supplier quality related. The cannula was built prior to implementation of the improved welding process at supplier. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the weld defect found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the hub of the single-site curved cannula instrument accessory was noted to be broken off after a da vinci cholecystectomy procedure. The cannula was returned in two parts. No missing or fallen pieces were reported. The planned surgical procedure was converted and completed laparoscopically due to instrument was incorrectly angled. There was no patient harm, adverse outcome or injury was reported.